Event description:
The customer reported that the monitor fell from its mount during mounting. The customer also reported that the device fell on a patient, and the patient was not injured.

Manufacturer narrative:
(B)(4). The customer reported that the monitor fell from its mount during mounting. The customer also reported that the device fell on a patient, and the patient was not injured. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.